Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "fiber cap detached and has been kept". It is unk if the device was inside of the pt at the time of the detachment, however, it appears it may have been during use. The procedure was completed with a second fiber. "No damages to the pt" reported.